Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device constantly alarmed downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom constant downstream occlusion alarms. The evaluation found that the downstream sensor readings were above specification, determined to be caused by a failed downstream pusher that was over shimmed. The pusher spacing was reduced and the device was recalibrated to correct this condition.